Event description:
It was reported that during a transcatheter aortic valve implant procedure, a successful loading check of the valve was completed. The delivery catheter system (DCS) was then inserted into the patient's femoral artery and advanced to the aortic annulus. The valve was then deployed; however, under fluoroscopy a black linear line was observed. The attending physician did not believe this represented an infold. Ultimately, the valve was recaptured due to suboptimal positioning and recurrently deployed multiple times with subsequent recaptures due to suboptimal positioning. The valve was then successfully implanted, but after implantation of the valve, valve under expansion was noted on the outflow side of the valve on fluoroscopy, as well as a black linear line on the valve. In response, the attending physician decided to complete a post-implant balloon aortic valvuloplasty (BAV) to resolve the valve under expansion and infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of D10: Product ID D-EVOLUTFX-34 (Lot: 0013259693); Product Type: 0195-HEART VALVES; Implant Date: N/A ; Explant Date: N/A A. Select Patient Information cannot be included in the Regulatory Report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.